Manufacturer narrative:
Model #: igtcfs-65-1-jug-celect-pt. Summary of investigational findings: it cannot not definitely be determined if the filters shown on the imaging are from the initial or the second procedure. The imaging findings are more suggestive of inadvertent deployment of the primary filter feet into either the wall of the ivc, possibly in a small lumbar vein ostium, much less likely due to thrombus or other material causing the filter feet not to expand and much less likely due to actual twisting of the primary filter feet. Based on the similarities in the images, it is assumed that only imaging from the initial procedure is provided. Therefore, unable to comment on the second procedure. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: user attempted to place a jugular celect platinum filter. On the first filter attempt, the filter deployed with feet crossed and had to be retrieved. On the second filter attempt, the filter legs were crossed upon unsheathing, thus the whole system was pulled out and a bard denali was placed successfully. Patient outcome: device was removed and a third placement had to be performed to complete the intended procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.